Event description:
Patient's face was treated for sebaceous hyperplasia with the smothbeam laser. Treatment consisted of approximately 100 laser pulses at 14j/cm2 - 6mm spot size in the ablation mode. Atrophie scats resulted in treated area.